Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found a leakage in the forceps elevator, inside of light guide lens had a stain, the forceps elevator and the distal end had foreign objects. The reported fault was likely a result of wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope was returned for evaluation. During the device evaluation, the following reportable malfunction was found: light guide lens and forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical damage was confirmed at the place where the foreign material remained. Furthermore, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from forceps elevator. Therefore, the causes of the events are likely due to leakage occurred from forceps elevator and humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.